Event description:
Per rep: nozzle unscrewed and came off during procedure, cement in canal hardened premature to placing implant and case was stopped. Revision will be required to correct implant placement.